Manufacturer narrative:
(B)(4). This lot was manufactured from november 25, 2014 -november 26, 2014. The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage occurred from the fill port of a large volume infusor. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects with the unit. A functional flow test was performed with no evidence of a leak or blockage. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.